Event description:
The customer reported that the single use distal cover fell off from the evis exera iii duodenovideoscope during an unspecified diagnostic procedure. The customer was not sure where the distal cover was lost but when they noticed it was missing, they went back in to look for it as far as the duodenum, but they never located it. The procedure was prolonged by 30 minutes to try and locate the cover. The condition of the patient and outcome of the procedure were not impacted and there was no further medical intervention done. The procedure was completed with the same device. There was no harm or user injury reported due to the event. The related patient identifier (B)(6) reports the evis exera iii duodenovideoscope.